Event description:
Immediately following shock for synchronized elective cardioversion for atrial fibrillation, staff heard a "pop" and saw a spark on pt's chest hairs which caught fire. Immediately extinguished. Small reddened area on 5x8 cm. Pt on bipap at time of event.